Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5079507). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the patient died due to a "failure" of the implantable cardioverter defibrillator (ICD.)  The device was explanted.